Manufacturer narrative:
This event occured in sweden. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. Alber requested the return of the involved e-fix with attached wheelchair on the day of the event for investigation. Alber has been informed that the involved e-fix with attached wheelchair is no longer available as the wheelchair has been exchanged already by the technical aid center. Alber enquired if any photos of the wheelchair with attached brackets have been made and can be provided, but no photos have been made by the technical aid center. Due to the fact that the device involved is no longer accessible, alber cannot investigate whether the mounting of the bracket was correct or incorrect. The technical aid center further confirmed, that the e-fix has no technical defects and is working as intended on the exchanged wheelchair. The e-fix has/had no malfunction which caused to the described event. As reported the event occured whilst driving a slope downwards and hitting a stone causing the user to fall to the ground. In the instruction for use it is mentioned how the e-fix has to be operated: "always adapt your speed to external conditions to be able, for example, to drive around any obstacles that suddenly appear or to stop your wheelchair".

Event description:
The patient overturned with the wheelchair and the drive unit attached. The patient fell down the slope. The ground at the site was gently sloping downwards and slightly uneven. A small stone have been hit during the fall. Before the event occurred, the speed had been increased by the end-user. The end-user suffered bruises and contusions due to the fall. No medical treatment was required.